Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) had stored atrial tachy response (atr) episodes that were requested for review. Technical services (ts) reviewed the device episode data and found that these were inappropriate due to oversensing of noise on the atrial channel. It was determined that the noise was electromagnetic interference (emi) because it occurred on the date of implant prior to the patient being discharged. No adverse patient effects were reported. Currently, this crt-d remains in service.